Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent ipg replacement procedure for better coverage and MRI compatible. The explanted ipg was not returned per physician's preference.

Event description:
It was reported that the patient underwent ipg replacement procedure for better coverage and MRI compatible. The explanted ipg was not returned per physicians preference. Additional information was received that the patient had not experienced any stimulation issues.